Event description:
My name is (B)(6) and I have type 1 diabetes. Over the last 7 years I have been using a product by the same of bd ultra-fine pen needles (short 8mm x 31g). I have been purchasing these needles from (B)(6) pharmacy located at (B)(6). The box that the needles come in has a safety seal attached to the top flap of the box. The box that the needles come in has a safety seal attached to the top flap of the box. Over the last 7 years just about every time I purchase a box of these needles the safety seal has been tampered with. I have discussed this issue with several former and current (B)(6) store managers and lead pharmacist and I keep getting told that the reason the seal has been broken ar: someone who transfers the product from the manufactures shipping box to another container is cutting the flaps open and, the product box that bd uses is not sturdy enough to hold the seal in place if the boxes are stacked on top of each other. I have filed a complaint with bd 3 times in the last 2 years, including today, about this issue. Each time bd has been kind enough to send me a coupon for a replacement box. The last time I purchased a box there were only 89 out of 100 needles in the box and (B)(6) refused to reimburse me because my wife did not ask the pharmacist to examine the box at the time of purchase. I am currently waiting for (B)(6), to find me a box in their system that has not been tampered with. Two years ago a (B)(6) pharmacist and former store mgr gave me the number of (B)(6) regional district mgr and told me to file a complaint with him. His name is (B)(4). I have called mr (B)(4) 3 times in the last 2 years and each time he refused to return my call. I have experience as a former packaging supervisor for a major us pharmaceutical company and I have been well trained in FDA mandated policies. I am asking if someone associated with the FDA can investigate this issue. Mr (B)(4) contact information is: (B)(4).